Event description:
On 06-mar-2026, arthrex was notified via email of a published case study in the orthopaedic journal of sports medicine titled ¿superior capsular reconstruction using a dermal allograft versus reverse total shoulder arthroplasty for the treatment of irreparable posterosuperior rotator cuff tears in patients aged =70 years.¿ the purpose of the study was to compare outcomes of superior capsular reconstruction (scr) using a dermal allograft and reverse total shoulder arthroplasty (rtsa) with a minimum 5 year follow up, evaluating efficacy, durability, and complication profiles. The authors hypothesized that rtsa would result in superior outcome scores and higher survival rates. The retrospective study included 69 consecutive patients aged =70 years, with thirty-four (34) undergoing scr with a dermal allograft and thirty-five (35) undergoing rtsa for isolated irreparable posterosuperior rotator cuff tears without advanced osteoarthritis. All patients had a minimum of 5 years of follow up. According to the publication, eleven (11) patients in the scr group experienced failures. Of these, nine (9) patients underwent revision scr or subsequently progressed to rtsa, and two (2) patients were reported as unsatisfied with their outcomes. In the rtsa group, three (3) patients experienced failure, and all three (3) underwent revision for component loosening. No additional complications were reported in either surgical group. Citation: jaber a, horan mp, hinz m, et al. Superior capsular reconstruction using a dermal allograft versus reverse total shoulder arthroplasty for the treatment of irreparable posterosuperior rotator cuff tears in patients aged <70 years: a comparative study with minimum 5-year follow-up. Orthopaedic journal of sports medicine. 2026;14(2). Doi:10.1177/23259671251403024.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.